Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother (customer is a child) reported that on (B)(6) 2016 at 3:30 pm they received multiple ER-4 messages while they were attempting to perform a test using the customer's adc blood glucose meter. It was further reported that later, at 7:00 pm while he was sleeping, customer's mother believed his glucose was falling but they could not perform a test because of the issue with the error message, so they took him to a local healthcare facility. At the hospital a reading of 53 mg/dl was received on a hospital device, customer was diagnosed with hypoglycemia and treated with a glucose tablet and an unspecified intravenous infusion. There was no report of death or permanent injury associated with this event.